Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device was explanted and replaced. This device is not expected to be returned. No further adverse patient effects were reported.